Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box data showed evidence of voltage drops and short battery life. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was visible behind the display lens and inside the battery compartment. The returned battery cap was able to tighten on to the pump and the pump powered on. The pump¿s current draws were found to be out of specifications. The pump failed a leak test at the battery compartment. Evidence of moisture contamination was found on the transceiver board and power printed circuit board. The transceiver board was unplugged and the current draws returned to specifications. Unrelated to the complaint, the display was dim and discolored. (B)(4).